Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat a tricuspid valve with functional tricuspid regurgitation (tr) grade 4. A triclip was implanted, reducing the tr to a grade of 2-3. On (B)(6) 2024, the patient returned to the hospital and imaging revealed that the implanted clip had detached from the posterior leaflet and remained attached to the septal leaflet (single leaflet device attachment/slda), causing the tr to increase to a grade of 5. On (B)(6) 2024, an additional triclip procedure was performed, and two clips were implanted, reducing the tr to a grade of 2.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported slda was unable to be determined. The reported off-label use was associated with the use of a mitraclip device on the tricuspid valve. The reported worsening tr was a cascading event of the reported slda. The reported patient effect of tricuspid regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.